Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The was deep seeded in the laa, as there was not a lot of depth. When the pigtail catheter was removed and contrast was injected, a pericardial effusion was noted around the laa, posterior left atrium, and right atrium. The 20mm device was implanted in the laa despite the occurrence of the effusion. The patient remained stable throughout. A pericardiocentesis was performed, but no fluid was withdrawn. The physician decided to not force the guidewire into the pericardial space. The catheter was removed, and the small effusion remained unchanged. The patient was extubated with no further issues. The patient was discharged in stable condition. A follow-up transthoracic echo (tte) per the physician was documented as a trivial pericardial effusion.